Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Subsequently, the patient underwent a revision procedure to revise the lead. The lead was attempted to be repositioned; however was unsuccessful as the helix mechanism did not function as expected. A new lead was successfully placed. It was also reported that the patient had arrested at somepoint after implant, no further details were known. No further complications have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was received. The helix was retracted and there was tissue entwined in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was tested in the laboratory and there was no movement within eight turns. The helix was no longer functional as there was dried blood/body fluid in the helix housing and in the neck region, which is prohibiting helix movement/testing.